Manufacturer narrative:
H.6. Investigation summary: four samples were returned and evaluated by our quality team. A device history review could not be performed as no lot information was provided. Upon inspection of the samples, a leak was observed between the protector and the vial in three of the products. Further testing was conducted and after properly reconnecting the vial and protector using the m12 assembly fixture, no sign of leakage occurred. In all samples the needle of the protector penetrated the rubber stopper of the vial properly and no damage on the needle was identified. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team. H3 other text: see section h.10.

Event description:
It was reported that during use of the bd phaseal¿ protector p15j when preparing chemo, it leaked from the opening between the vial and the protector. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when preparing chemo(5-fu), it leaked from the opening of between the vial and the protector.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ protector p15j when preparing chemo, it leaked from the opening between the vial and the protector. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when preparing chemo (5-fu), it leaked from the opening of between the vial and the protector.